Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 80cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no other damage observed. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 02may2018. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was returned with no reported issues. However, returned device analysis revealed that hypotube shaft was completely separated.